Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) had collapsed. At this time the cause of the collapse had not been determined and the ICD remains in service. No additional adverse patient effects were reported.